Manufacturer narrative:
An event of valve being unable to open and close smoothly and valve explanted was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm sjm regent heart valve w/flex cuff was selected for implantation. During the procedure, the physician did not like how the device looked. The physician believed the device should be more loose at the hinges, and there was difficulty opening and closing the leaflets. The device was removed from patient anatomy and replaced with a non-abbott device. The procedure was delayed by 40 minutes. The patient remained hemodynamically stable throughout the procedure. The patient is reported to be discharged.